Manufacturer narrative:
(B)(4). The known cause of this leak is use error, the patient line fell from the organizer and started to leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the end of the patient line during the check patient line/connect yourself step of peritoneal dialysis therapy. The patient line came off the organizer and fluid came out when it fell off. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.